Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear and loosening as stated in the legal documentation and operative notes. The loosening may have been the result of an insufficient bond between the implants and the bones. The extent and root cause of the reported polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs and photographs were not provided.

Event description:
As reported via legal documentation, on (B)(6) 2009, patient underwent a bilateral total knee replacement surgery and was implanted with an optetrak polyethylene tibial insert. On (B)(6) 2021, approximately 12 years 2 months after their initial replacement, they underwent left knee revision surgery, which included the removal of the failed polyethylene liner, due to accelerated and preventable wear of the optetrak polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 1229208, 200-02-29 - three peg patella 29mm; 1378603,200-02-29 - three peg patella 29mm; 8175499,202-01-02 - cr porous femoral rep by 232-(02-03)-02; 8354015,202-01-02 - cr porous femoral rep by 232-(02-03)-02; 86005,203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm; 89080,203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm; 1281525,204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t; 1323939,204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t.